Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a solicited report by a physician from (B)(6) of peritonitis with (B)(6) in a female coincident with extraneal viaflex (lot number not reported) therapy. On an unreported date, the patient began treatment with extraneal viaflex (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in the second week of (B)(6) 2010, one week prior to the adverse event, the patient experienced an allergic reaction after eating fish and was hospitalized. On (B)(6) 2010, the patient experienced peritonitis with (B)(6). On an unreported date, the patient began remedial therapy with kefzol (750 mcg, every 24 hours, ip). On an unreported date, extraneal viaflex was discontinued and the rash resolved. It was not reported whether the event of peritonitis with (B)(6). The physician stated that he did not know if there was any relation between the allergic reaction after eating fish and the rash. Concomitant medications were not reported. The physician did not provide a statement of causality for the events of peritonitis and the rash. Additional information is being requested from the reporter.